Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump's screen was harder to read due to scratches also the e error code on insulin pump they had to reset the battery to clear. The customer blood glucose level was unknown. Customer also stated that cap was over tightening on pump and missing chip on insulin pump near reservoir cap. Customer also stated that unexplained no delivery alarm and insulin pump was louder to rewind. The device will not be return for analysis.